Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified; extended opening, underweight. A microscopic analysis was performed which identified; fold creases, wear abrasion, stress marks, sharp opening on radius in the same location of crease, a smooth opening on radius. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. A smooth opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.